Event description:
(B)(4).

Manufacturer narrative:
(B)(4) b braun medical inc (importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The actual device has not been rec'd yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.